Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02601. Related manufacturer reference number: 3006705815-2019-02602. Related manufacturer reference number: 1627487-2019-07929. It was reported that patient was not receiving adequate stimulation coverage. Surgical intervention was undertaken wherein patient¿s two leads and two extensions were explanted and replaced with the two leads. Effective stimulation was established post operatively.